Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem of 'constant shut door alarms even when door closed' was reproduced. A review of the event history log (ehl) revealed constant shut door alarms messages. The reported condition was verified. The cause of the condition was determined to be the loose link screws. The link requires adjustment to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump kept alarming shut door when the door was closed. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.